Event description:
Patient presented with elevated cardiac enzymes per CT a clot was found in the ascending aorta with probable thrombosis of his left coronary artery. Patient was placed on IV heparin and remained on coumadin therapy.